Event description:
It was reported that during a generator change procedure due to normal eri, externalized conductors were observed on the right ventricular lead. Patient was asymptomatic and no other electrical anomalies were noted. The lead was capped and replaced on (B)(6) 2017. Patient was in stable condition before, during and after the procedure.